Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was inserted into the left circumflex coronary artery. There was no predilation performed prior to the attempt to insert the ave coronary stent system. It was not possible to cross the target lesion, therefore the stent and delivery system were pulled back from the coronary artery. The physician attempted to pull the undeployed stent into the guide catheter unsuccessfully. The guide catheter, wire and stent were removed together to the illac artery where the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and discarded. There were no further attempts made to place a stent at the target lesion site due to angulation and calcification likely preventing adequate deployment. There was no additional clinical sequelae reported relative to the event.